Manufacturer narrative:
Sample was serum collected in a sst tube and centrifuged for 4 minutes at 4000 rpm. A clear root cause for this event has not been determined to date.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a falsely elevated accutni result generated by the unicel dxi 800 access immunoassay system for one patient. The initial result was 1.40 ng/ml and upon repeat, the sample gave 2 results of 0.00 ng/ml. The erroneous result was reported outside of the laboratory. No reports of death, injury, or change to patient treatment have been reported in connection with this event.